Event description:
It was reported by the account that during a laparoscopic cholecystectomy procedure the clips were scissoring when fired across a vein and/or artery. A second device was pulled to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.